Manufacturer narrative:
Block b3: exact date unknown, approximated event date since it happened after the programming additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7074936. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: 7073452. Batch/lot number: 7073452. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (01)08714729767749(17)220616(10)7073452(21)7073452. Model number/catalog number: sc-4318. Serial number: n/a. Batch/lot number: 25147031. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system initially achieved good coverage following the implant procedure. Two years post-implant, the patient reported approximately 75% coverage of the painful area and a corresponding 75% reduction in pain. Subsequently, the patients pain worsened and became more widespread, affecting the entire body. The patients condition deteriorated causing the patient to decompensate and the pain became refractory to stimulation. As the therapy was no longer effective, the scs system was explanted.